Event description:
A report of a patient's pocket revision due to pain at the pocket site was received. The pocket was adjusted and the ipg was left in the same area. Patient is reportedly doing fine after surgery.

Manufacturer narrative:
This is the final report.